Event description:
A negative axsym bhcg result of <2.0mlu/ml was reported on a pt that tested weakly positive using immunocard stat qualitative hcg method (sensitivity for this method is 10 mlu/ml). The physician questioned the axsym result expecting it to be in the 2.0 to 10.0 mlu/ml range. The pt was redrawn seven days later. The axsym bhcg result was positive at 352.88 mlu/ml and the immunocard stat result was positive. The customer retested both samples on axsym confirming the original results (first sample <2.0 mluml and second sample approc 360 mlu/ml). No impact to pt management was reported.